Manufacturer narrative:
The information of the system controller exchange was previously inadvertently reported on MFR# (B)(4). A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for evaluation. The log files showed backup battery fault alarms had occurred on 31mar2024 and 04apr2024. It was noted that the patient's emergency backup battery (ebb) was last reseated on 16mar2024. Due to the recurrence of the alarms, the ebb was replaced on 05apr2024. On 08apr2024, the patient continued to experience intermittent backup battery fault alarms. It was decided that a system controller exchange would be performed.

Manufacturer narrative:
Section d1, brand name: corrected. Related MFR# 2916596-2024-02510. Manufacturer's investigation conclusion: the reported event of driveline disconnect and backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days ((B)(6) 2024 at 06:56:24 ¿ (B)(6) 2024 at 14:00:32 per timestamp). Throughout the log files, intermittent backup battery fault alarms became active due to backup battery circuit faults. A backup battery not installed fault was also active at 09:30:34 on 08apr2024 due to a backup battery circuit fault and an ebb_mem_tag_fault both being active. At 14:00:07 on (B)(6) 2024 the driveline was disconnected activating a driveline disconnect alarm, which is consistent with the system controller exchange. No other notable alarms or events were active in the log files. Pump operation was not affected. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. Additional provided information stated that a system controller exchange would be performed, and a new system controller was requested. The root cause of this event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.